Event description:
Baxter (B)(4) reported a flogard infusion pump with a f38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during device evaluation. The root cause was due to defective force sensing resistors. The force sensing resistors were replaced to correct the reported condition.